Manufacturer narrative:
There are no allegations of any failure or malfunction of the nalu system or its components. Surgical intervention is related to the position of the implanted components.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After implanted it was noted that the distal tip of one lead was implanted in a manner that left it too superficial and began erroding through the patient's skin. Surgical procedure was performed on (B)(6) 2022 to replace the superficial lead into a more optimal location. Patient reports receiving pain therapy after the procedure with no further complications.